Event description:
It was observed that during the device evaluation, the subject device exhibited the camera cable was not watertight. There was no patient involvement.

Manufacturer narrative:
E3: non-healthcare professional / company representative. The device evaluation as noted in section b5, found the camera cable was not watertight. Based on the results of the investigation, a definitive root cause cannot be identified. The most probable cause of the watertight defect in the camera cable is due to the damaged cable not keeping airtight. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.